Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1 - email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Lens remains implanted. Therefore, the reported issue could not be verified, and no product quality deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that two (2) additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a crack was observed in the cartridge of the intraocular lens (iol) during implantation. Account specified that the tip of the cartridge was cracked. The iol had already been implanted and was in the eye at the time the issue was identified. No information was provided regarding any impact to the patient. No further information provided.